Manufacturer narrative:
(B)(4).should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotics intraperitoneally (dose and frequency unspecified) for the event. At the time of this report, the patient was reported to have recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested but is not available. This is report 2 of 3 involved in this event.